Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter pcb. The ventilator passed all testing.

Event description:
It was reported that the ventilator had a blank screen. There was no patient connected to the device.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.